Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis. Records are available for further review. Dor: (B)(6) 2012 patient demographics added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database finds additional reported incidents against lot codes 2071398 and 2066967 since its release for distribution; however, a previous and current review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.